Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint was confirmed via further analysis of the usage of the device. The investigation could not verify or identify any evidence of product contribution to the reported problem if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010246 g7 osseoti shell 665702, 00625006530 bone screw 64483848, unknown head, unknown part and lot, unknown stem, unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03461.

Event description:
It was reported that patient underwent a right hip revision approximately 20 years post initial implantation and a second revision approximately 3 years later due to instability. During the procedure, a new cup and liner were implanted and found to not have enough offset. When the surgeon attempted to remove the liner, the metal liner would not disengage from the cup. The cup and liner were both removed and replaced with new product. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.